Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat a fusiform shaped abdominal aortic aneurysm (aaa) on (B)(6) 2024. Approximately one (1) month post initial procedure an angiogram showed persistence of a type 1a endoleak. The location of the endoleak was identified using a microcatheter. The aneurysm was found to have enlarged by 4mm compared to the post-operative computed tomography (CT). The physician elected to implant two (non-endologix) coils to successfully resolve the endoleak. Additionally, a type 2 (non-device related) endoleak was confirmed; however, but the aneurysm diameter did not change. The final patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement and additional endovascular procedure are unconfirmed. The type 1a endoleak and type 2 endoleak of the lumbar artery are confirmed. This is moderately consistent with the reported adverse event/incident. The type 1a endoleak is likely user related. A localized area of calcification at the proximal aortic neck was noted and likely contributed to inadequate graft apposition resulting in a type 1a endoleak (cautionary product use). The type 2 endoleak of the lumbar artery is anatomy related. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.